Manufacturer narrative:
Serial number of the controller was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital after experiencing ventricular assist device (vad) alarms triggered when changing power sources. The patient reported multiple alarms (battery fault, loss of power) and on first check of parameters the patient had no flow. It seemed that the flow quickly resolved and upon arrival to the emergency department parameters were stable. The vad was interrogated which found multiple pump offs, no external power, low flow, low voltage, low speed advisories, and a controller clock not set alarm. The log file contained pump stops, low flow hazard, and low speed hazard alarms while the patient is reportedly using the ungrounded cable. This type of behavior has been linked to multiple wire damage within the percutaneous lead. Additionally the controller clock appears to have been invalid. Typically this is caused by a loss of all power event. The clock was resynced with the monitor prior to the data download. It was noted that the external driveline was in very poor condition, largely covered in rescue tape and had been reinforced on multiple occasions. X-rays were taken which showed some shield stretching, however it was not determined where the exact wire damage was located. The patient underwent a driveline repair on (B)(6) 2021. After the new percutaneous lead was installed and the repair was almost complete a pump stop occurred. The patient was transferred for management of persistent short-to-shield status post splice. The patient was not currently having pump off events and interrogation showed no alarms after (B)(6) 2021 the log file showed no further issues with pump stops. There is no further events seen within the data after the driveline repair had been completed. The patient presented in the operating room for a heartmate ii to a heartmate ii pump change. The pump exchange was executed without issues, the pump alone was changed, the original outflow graft remained in place. An aortic valve replacement (avr) was completed with a porcine valve. They were no complications associated with this surgery. The plan was to have the patient recover and ultimately discharged home. The patient left the operating room in stable condition. Related manufacturer report number of pump: 2916596-2021-06227.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarm active on the controller was confirmed via the submitted log file. The heartmate ii system controller (serial number (B)(6) was not returned; however, a log file was submitted for analysis. The submitted log files contained partially overlapping data spanning an unknown amount of time due to the controller clock not being set for a portion of the data. The log file captured an atypical no external power alarm active while the controller clock was corrupt (B)(6) 2001 at 01:00:01 and 01:00:12) due to a dual power cable disconnect. This was the result of both power leads being disconnected from external power simultaneously. The system controller backup battery was able to supply power and pump speed was not affected. Another atypical no external power alarm was active on (B)(6) 2021 at 18:23:00. The alarm occurred while there was an expected voltage in the black and white power cable. The cause of the alarm is unknown due to the prior event not being directly before the alarm occurred and the alarm resolved on its own in the following event. Additionally, the log files captured backup battery faults active due to a backup battery passed use by date (internal error code 40) fault. The pump speed was not affected by this alarm and the alarm resolved on its own; however, the alarm did occur during later events in the log file. Provided information stated that the serial number of the primary controller is (B)(6) (system controller connected at time of presentation to ed) and the serial number of the backup controller is (B)(6) (system controller connected prior to ed). The patient reported that she had performed a system controller exchange prior to the arrival to ed on her own. Additionally, the controller that the log files were submitted from was (B)(6) and that the controllers will not be returning for analysis. The root cause for the no external power alarm when the clock was not set to the correct date and time was determined to be due to the user disconnecting both power leads from external power simultaneously; however, the root cause of the other no external power alarm and the backup battery fault could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 04jun2019. Heartmate ii patient handbook under section ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the and no external power alarm conditions, low voltage alarm conditions, backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.